Event description:
The report stated that during a laparoscopically assisted distal gastrectomy, the surgeon completed a full sealing cycle with the ls1500 handpiece and received an end tone. However, the vessel experienced oozing bleeding. The surgeon then switched to a new ls1500 handpiece and the procedure was completed.

Manufacturer narrative:
Date of initial report: october 5, 2007.